Event description:
A letter was sent to the FDA on october 15, 2013 for notification of this adverse event as the suspected device (st. Jude short 8fr sheath) was not manufactured or imported by biosense webster, inc. The notification stated that the patient was a (B)(6) male. It was reported that while advancing the st. Jude short 8fr sheath in the right artery, it was dissected. They placed a stent in the patient¿s femoral artery and cancelled the case. The soundstar was in the vein and the ez steer thermocool sf navigational catheter was not in the patient¿s body. The physician thinks that the patient anatomy contributed to the artery dissection and was not caused by the biosense products. The patient fully recovered. On (B)(4) 2013 the bwi field representative provided additional information on the event. The event occurred while advancing the bwi catheter in the patient with tortuous iliac anatomy. Initially, it was stated that a st. Jude short 8fr sheath may have been involved during initial access of the iliac artery. Later the physician stated that he felt our catheter along with difficult anatomy may have been the issue and not the sheath. The physician also stated he was able to get into the subintimal layer of the artery with the bwi catheter. The sheath was not the issue but rather a possible combination of the bwi catheter and a complex patient anatomy. In the confusion of the event, the sheath is unknown. The bwi field representative thought it was a st. Jude sheath but that cannot be confirmed now. Per the additional information provided, this event was indicative of a reportable event for bwi and was reported under the soundstar catheter.

Manufacturer narrative:
(B)(4) it was reported that while advancing a sheath in the right artery, it was dissected. A stent was placed in the patient¿s femoral artery and cancelled the procedure. The ablation catheter was being advanced or trying to be advanced when the incident occurred. Upon receipt, the catheter was visually inspected and it was found in normal conditions. No sharp edges were found. Then per the reported event, a deflection test was performed and catheter passed. It remains unknown how the right artery was dissected. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant product: stockert 70 system, model#: m-5463-01, serial #: (B)(4). 2. Carto 3 system, model #: m-4800-01, serial #: (B)(4). (B)(4). (B)(4). Event description continuation: on (B)(4) 2013, the bwi field representative provided a correction on the event. The ez steer thermocool sf navigational catheter was the product that was being advanced when the incident may have occurred. The soundstar catheter was not in the patient¿s body. Per this additional clarification received, this event is now being reported under the ez steer thermocool sf navigational catheter. The awareness date is (B)(4) 2013.